Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch printed circuit board (pcb) and the footswitch cable were replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on august 4, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch pcba and footswitch cable, which was most likely the result of system wear. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the unit did not recognize two different footswitches. Additional information has been requested.